Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: there were "black spot adhering to the bottom of tube."

Manufacturer narrative:
Investigation summary: bd japan received a sample and attached three photos for investigation. The sample and photos were reviewed and the indicated failure mode for embedded foreign matter (fm) was observed. Additionally, one hundred retention samples from bd inventory, were evaluated by visual examination and the issue of embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Embedded fm is by nature isolated from the specimen and is therefore considered a cosmetic defect. Bd was not able to identify a root cause for the indicated failure mode.